Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the green stapler reload involved with this complaint and completed failure analysis investigation. Failure analysis found that the stapler reload' s blade was damaged. A cut test was performed with the damaged blade, the blade did not cut cleanly through the cut test sheet. Review of the system dsp logs show that the returned reload was the last reload fired in the procedure and was the only green reload out of 6 total firings. The instrument tool tables also showed that 2 small endowrist clip applier instruments were used during the surgical procedure and it is possible that the indentations found in blade's edge were caused by firing across a hard object such as other staples or clips, suggesting possible misuse. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary wedge resection procedure, after the firing sequence of the stapler 45 instrument with a green reload installed, it was observed that the staple line was not completely sealed and there was a leak on the patient's lung, requiring the surgeon to use sealant to resolve the leak. Based on the limited information provided, it is unknown what caused the incomplete seal and subsequent leak that occurred during the surgical procedure.

Event description:
It was reported that during a da vinci assisted pulmonary wedge resection procedure, while using the stapler 45 instrument with a green reload installed, after the firing sequence across the patient's tissue, it was observed that the staple line was not completely sealed and there was a leak on the patient's lung which required the surgeon to use a sealant to resolve the leak. Review of the site's system log by the intuitive surgical, inc. (Isi) technical support engineer found no occurrence of system errors associated with the stapler 45 instrument. On (B)(6) 2016 a video recording of the surgical procedure was provided to isi by the site. Review of the video by an isi clinical development engineer (cde) was unable to determine the cause of the reported leak. The video showed that the patient's tissue was incompletely transected and was bubbling at the staple line. Based on the video provided, isi was unable to determine what caused the reported issue.

Manufacturer narrative:
Additional information can be found in: type of reports, if follow-up, what type? And additional MFR narrative on 10/13/2016. Intuitive surgical, inc. (Isi) received additional information from the surgeon who performed the surgical procedure. According to the surgeon, air leaked through the staple line. There was no tumor or bronchus tissue present in the affected transected tissue and there was minimal cartilage included in the staple line. There were no issues noted during the clamping sequence of the stapler 45 instrument. The patient had not undergone any previous chemotherapy or radiation treatments. The surgeon indicated that the application of sealant is routine treatment. Due to the air leak, the patient required a prolonged chest tube.